Manufacturer narrative:
The investigation has determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a patient sample using the vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2540 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2540 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. A vitros tropi es within run precision test was not performed to evaluate the vitros 5600 system performance, therefore an instrument issue cannot be entirely ruled out. Furthermore, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros patient result: 0.107 ng/ml versus < 0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected result was reported from the laboratory, however a corrected report was subsequently issued for the affected sample. No treatment was altered, initiated, or stopped based on the reported result. Ortho was not made aware of any allegation of patient harm as a results of this event. (B)(4).